Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer has to press buttons multiple times before they work. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.